Event description:
The patient underwent generator replacement surgery. In pre-op the generator was interrogated and it was found to be neos=yes. A representative from the hospital requested a return product kit for the explanted generator. However the product has not been received to date.

Event description:
It was reported that the patient's vns battery is low and the patient is experiencing an increase seizures. The physician related the worsening seizure activity to the low battery. A review of the internal programming history database found that the only available data was from the day of implant. At this time the patient was programmed to 2.25ma/30hz/500us/21sec/0.5min and diagnostic results were within normal limits. A battery life calculation was completed using the available data and it indicated that the generator was 0.7 years from neos = yes. No known surgical interventions have occurred to date. Attempts to retrieve additional relevant information have been unsuccessful to date.

Event description:
The explanted generator was received by the manufacturer and is currently pending product analysis.

Event description:
Product analysis found that the battery voltage of the generator was measured to be 1.831v which is an end of service condition. However visual analysis noted that there were burn marks on the generator which indicates that the generator may have been exposed to electro-cautery during the explant procedure. This exposure may have caused the battery to deplete further from an neos=yes condition to an eos=yes. However this exposure did not affect the device's performance and final electrical tests during product analysis found that the generator performed to functional specifications.